Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation fell off the device and into the pt cavity during the first activation. The material was removed from the pt. A second device was used to complete the procedure without incident. There was no pt injury.